Manufacturer narrative:
Product ID: 8709sc, lot# n108751005, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-04. It was reported that at the replacement of the catheter, the tablet said to expect 23cc and they got 32cc. The information was confirmed with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 17.5 mg/ml morphine with an unknown dose. The reason for use was not reported. Medical history included back surgery. It was reported that there was decreased efficacy. At the last refill there was large residual, so the doctor did a due study and they were unable to aspirate the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. Interventions/actions that were taken to resolve the issue included replacing the catheter on (B)(6) 2019. The catheter was replaced with another of the same manufacturer, the customer was not notified that it should be returned to the manufacturer for analysis because the hcp said it could be discarded. It would not be returned, as it was discarded. The patient status was ¿alive ¿ no injury¿. The issue was resolved at the time of the report. There were no further complications reported/anticipated.